Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was several episodes of inappropriate modeswitch in the memory. The atrial lead exhibited noise. There were no plans to revise the lead at this time. The patient's condition was stable.